Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Event description:
Reporter alleged the customer received a result of 0 mg/dl which is outside the reading range of 10-600 mg/dl of the compact plus system. Reporter stated that the customer also result of 0 mg/dl on the hospital system and that he was unresponsive. Reporter did not known how the customer was treated. No actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.